Event description:
During a sales demonstration of the device by a zoll sales representative to a potential customer, the device displayed a "poor pad contact" message. There was no pt involvement in the reported malfunction.